Event description:
Ems personnel were treating a patient, condition unknown. External pacing was attempted and allegedly the pacer would not power up. There were no adverse effects to the patient reported as a result of the alleged malfunction.